Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds with 3.0 volts at 0.1 milliseconds. Additional information obtained from the field representative indicates that another lead was added as the patient was pacemaker dependent and the physician wanted to make sure that patient will have adequate safety margin. This rv lead still remains in service. No additional adverse patient effects were reported.